Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that during a routine device check in the patient's clinic, they were told that the battery of the device was depleting faster than expected. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects. The device remains in service.